Manufacturer narrative:
(B)(4). The customer installed the graphic user interface (gui) printed circuit board (pcb). The field service engineer (fse) then installed the latest software and the device passed all testing.

Event description:
It was reported that a ventilator upper display had lines across it. There was no patient involvement.